Manufacturer narrative:
The sample has been rec'd and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.

Event description:
The nurse checked the site and found that the arterial line was oozing, as a result the dressing was changed. Twenty mins later, the dressing was found to be saturated. The catheter was removed from the site and only a portion of the catheter tubing was attached to the adapter. The remaining portion of the catheter was surgically removed from the pt.